Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 mg/dl. Reportedly, the customer's low bg level may be due to the customer over-calculating a bolus. The customer addressed low bg level by eating food. Additionally, it was reported that the customer received a cartridge alarm 19 during an extended bolus. Reportedly, the customer was successfully able to load a new cartridge and resume insulin delivery. The customer's bg level was 132 mg/dl at the time of the report.